Event description:
The customer reported being hospitalized for six times in the past seven months due to high blood glucose and diabetes ketoacidosis. The caller stated while being at the hospital he suffered kidney failure and heart attack. No further information was provided.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage/occlusion anomalies were observed during analysis. Checked o-rings and stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.